Event description:
It was reported that a user performing a supply change on an ilet system could not attach and lock the new connector after inserting a new cartridge; the user confirmed the cartridge was seated and attempted proper engagement, and the issue resolved after switching to a different cartridge, allowing the connector to lock normally. No reported adverse clinical effects. Outcomes included no interruption in therapy requiring escalation, and no hospitalization. Investigation of this case revealed a transient mechanical engagement issue with the connector and cartridge interface that was not reproducible once the cartridge was replaced, consistent with a component fit or compatibility concern localized to the initial cartridge or connector lot only. It was concluded, based on previously established findings for similar reports, that the cause was probable user-device interface variability related to component fit during assembly.